Event description:
The physician reports that a pt underwent uneventful cataract surgery with implantation of the crystalens hd in the left eye. The physician reports there were no breaks in sterile technique. One-day postoperatively, the pt presented with suspected endophthalmitis. Preoperatively, the pt's bcva was 20/25. Postoperatively, the pt's bcva decreased to 20/40. In 2008, a culture was obtained, a vitrectomy was performed, and an intravitreal injection of antibiotics was administered. The results of the culture and sensitivity showed no fungal or bacterial growth and a diagnosis of inflammatory reaction was made. The pt responded to treatment with topical antibiotics, steroids, and anti-inflammatories and the prognosis is excellent. At the visit in 2009, the pt's bcva improved to 20/20. The source of the inflammatory response is unknown.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the reporter, the root cause of the inflammation is unknown.